Event description:
A surgeon reports that a pt had initial intraocular lens (iol) implant surgery in 2003. Approximately five months after the initial implant, the pt complained of blurred vision. Upon examination, the surgeon noticed that the lens had displaced into the anterior chamber. The lens was re-positioned into the capsular bag by dilation of the pupil. In 2004, the pt began to complain of double vision. Upon examination, the haptic was found to be detached from the optic. The pt's visual acuity had decreased from 1.5 (20/10) to 1.0 (20/20). The lens was removed and replaced. The surgeon indicated the pt's outcome was good.